Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The chronic device was explanted. The right ventricular (rv) defibrillation lead had been exhibiting out-of-range pacing impedance that the physician felt was suggestive of a conductor fracture. The shocking portion of the rv defibrillation lead remains in-service. The pace/sense portion of the rv defibrillation lead was surgically capped and replaced with a separate rv pacing lead. There were no patient adverse effects reported. A request was made for device retrieval and return. To date, the device has not been returned to boston scientific.

Event description:
Boston scientific received information that this patient contacted patient support to report beeping tones (every six hours) from the device. Patient support recommended that the patient should contact the physician to discuss further. The local representative contacted technical services to discuss the report of beeping tones. Technical services was informed that the patient did undergo an radio frequency (rf) ablation procedure for pain control in the area of the neck (cervical spine region). Six needles were applied to specific targets and rf energy was applied through each needle. The device was interrogated and there were no displayed clinical events or safety core message. The patient was scheduled for device interrogation the next day. Technical services discussed the option of obtaining a save-to-disk and memory upload for analysis by in-house engineers. The patient was again seen in-clinic and the local representative was informed by the patient that beeping tones were no longer being generated. The local representative stayed with the patient over one of the six hour intervals and no tones were generated. Subsequently, boston scientific received information that a save-to-disk was returned for analysis. Analysis of the disk found that a high voltage system fault was declared by the device at the time of the rf ablation procedure. The fault occurred because of detected voltage delivered by the rf ablation equipment and does not represent a device malfunction. A review of episode#v-10 identified noise associated with oversensing and five seconds of pacing inhibition. It was concluded that the device continues to operate and function normally. No intervention was undertaken and there were no reports of irreparable injury or patient harm.